Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to greater than 14f and the tavr procedure was completed. The preplaced sutures were used to achieve hemostasis. Reportedly, post procedure, the pedal pulse was checked and found to be diminished. Imaging was taken contralaterally. There was a 50% narrowing of the vessel at the access site due to a tear that caused a flap in the intima of the artery. The vessel was incised and the flap was cut to open the vessel. A patch was used to repair the artery. It is possible a proglide foot caught the artery and caused the flap. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of tissue damage and occlusion are listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.